Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device catalog#: unknown, medical device lot#: unknown, medical device expiration date: unknown, device manufacture date: unknown, bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. (B)(6).

Event description:
It was reported that bd vacutainer® urine analysis preservative tube had erroneous results and was underfilled.